Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not working to charge the pump. There was no reported adverse impact to the customer. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable.